Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported that the customer insulin pump had several motor error alarms. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The customer¿s spouse was advised to have customer discontinue use of the insulin pump. The insulin pump is being replaced and is not expected to return for analysis.